Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. This report is being filed on an international product, model number 72114-01, which has a similar product distributed in the u.s., model number 71992-01. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 3 sensor. Customer reported the low glucose alarm did not sound and as a result, he experienced seizure, swelling of the tongue (due to biting "several times as a result of the seizure"), and a loss of consciousness. Customer was unable to self-treat and was treated with glucagen injection by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed, and no physical damage is observed on sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 6 (normal termination) an extended investigation has also been performed for the returned sensor. No abnormalities were observed during the visual inspection of the sensor patch. A glucose solution test was performed while monitoring the returned patch's bluetooth low energy (ble) signal, along with a comparative known good patch. Observed no abnormalities during the glucose solution test and a solid, stable ble signal from the returned patch that was similar in rssi (received signal strength indicator) value to the known good patch. Performed more testing and observed the returned patch to again have similar signal strength to that of a known good patch, indicating that patch communication was fully functional. No abnormalities were observed during the investigation and the returned patch was determined to be fully functional, therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 3 sensor. Customer reported the low glucose alarm did not sound and as a result, he experienced seizure, swelling of the tongue (due to biting "several times as a result of the seizure"), and a loss of consciousness. Customer was unable to self-treat and was treated with glucagen injection by third-party. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the freestyle libre 3 sensor. Customer reported the low glucose alarm did not sound and as a result, he experienced seizure, swelling of the tongue (due to biting "several times as a result of the seizure"), and a loss of consciousness. Customer was unable to self-treat and was treated with glucagen injection by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The sensor kit expiration date is 30nov21. The medical event associated with this complaint case occurred on (B)(6) 2021, which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specifications when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed this report is being filed on an international product, model number 72114-01, which has a similar product distributed in the u.s., model number 71992-01. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.